Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration is within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on (B)(6) 2015, the patient experienced elevated blood glucose (bg) of 400mg/dl with abdominal pain associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the pump was emitting frequent loss of prime alarms with multiple cartridges from different boxes. The reporter confirmed that cartridges were being used per the instructions for us. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue with the pump.